Manufacturer narrative:
The technical support engineer troubleshot the issue with the customer over the phone. The customer reported that the battery was almost three years old. The customer was informed the battery has a one year shelf life. The customer to replace the battery.

Event description:
It was reported that the ventilator's display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The service engineer (se) evaluated the device and verified the reported issue. The se replaced the ht70 case assembly, primary integrated battery, the oxygen sensor, and the coin battery. The se performed testing and all tests passed. If information is provided in the future, a supplemental report will be issued.